Event description:
It was reported that the device was used during a laparoscopic tubal ligation. It was reported by the rep that when using a filshie clip with the 7.8mm trocar, the outer seal was removed from the trocar by the jaws of the instrument. No add'l info was available. The rep will inform the surgeon that when using a filshie clip with co's 7/8mm trocar, it is necessary to partially close the instrument before insertion and removal. There was no consequence to the pt.